Event description:
During an electrocautery procedure, there was a pinging sound a the radiofrequency antenna partially detached from the header of the device. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and header damage was noted and consisted of the radiofrequency (rf) antenna being broken. The damage was due to electrocautery exposure and it was consistent with explant procedure. The device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found to be normal based on the device usage and settings.